Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly. In addition, it was reported the customer experienced low blood glucose (bg) levels. Bg values and cause for was not provided. Additional information was not provided. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.